Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the device longevity had decreased for one year in last two months. Moreover, it was noted that there was a multiple remote transmission that possibly could be the reason of decrease in longevity. Further, engineering analysis result showed that the device could be on an early onset of hydrogen issue and power consumption had increased. It was then advised to consider having device longevity checked again in several months to see if the power consumption continued to increase. To date, this device remains in service. No adverse patient effects were reported.